Manufacturer narrative:
The investigation is pending; a supplemental MDR will be filed at the completion of the plant investigation.

Manufacturer narrative:
An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within spec.

Event description:
Follow-up with the biomedical technician confirmed that the cpu of the unit (acid mixer) smoked and had a spark. The cpu was replaced. There was no patient on the unit at the time of the event. There was no injury reported.

Event description:
The user facility reported the mixer was turned off when they left last night and when they came in the following morning it was on and overfilled (he does not know if it was in rinse or dissolution). He stated that no one admits to turning it on so they figure that it turned itself on and started a mode by itself. He came in morning of (B)(6) 2015, dried out the electronics (and cpu) as best as he could and started the drain cycle in rinse to empty the tank. There was smoke and then flame from the program controller. He unplugged the mixer from the wall and the flame died. It did not set off a fire detector or require a fire extinguisher. Since this program controller is no longer available as a spare part and the serial number starts with t, not dt the control panel retrofit upgrade is not an option and this mixer is not repairable. The part was not returned for evaluation and the machine was returned to service.